Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had recorded noise on the atrial and ventricular channels that resulted in pacing pauses and several non-sustained events.